Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system matrix drawer failed and bottom drawer unlocked but would get stuck halfway. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed and bottom drawer unlocked but got stuck halfway. A field service engineer found that the drawer 7 matrix slide was jamming and the rail bumper was damaged, bumpers were replaced, and testing passed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.